Manufacturer narrative:
One portex bivona 7.0mm ID adjustable hyperflex tracheostomy tube with a product obturator included was returned for analysis. Upon visual examination the cuff was noted to be abraded. Leak testing was performed and revealed a leak at the abraded mark area. Based on the evidence, the complaint was confirmed. The root cause was found to be due to user interface.

Event description:
Information was received that a patient's portex adult tts adjustable neck flange hyperflex tracheostomy tube leaked. No adverse patient effects were reported.